Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: unexplained power on reset events was observed in the black box on (B)(6) 2016. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. The battery compartment was observed to be cracked from the thread area to the case seal. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A base crack was also observed between the case seal and keypad. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. Unrelated to the complaint, a dim/discolored display was observed. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was reportedly no damage to the battery cap; however, the yellow o-ring was visible and the battery cap was never replaced. There was no indication of moisture/corrosion found in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.